Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed low battery and weak battery after battery changed. Customer's blood glucose was 140mg/dl-150mg/dl, customer was unsure about her blood glucose reading. Customer reported that the insulin pump had blank screen. Customer's blood glucose was around 170 mg/dl - 200 mg/dl. Customer mentions that there were two hairline cracks on the insulin pump by the battery cap. Customer mentioned that she had no delivery alarm due to she run out of insulin completely. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.